Manufacturer narrative:
It was reported from the site that thrombus was suspected. It was stated that the family did not want an autopsy performed. The pump was stated to have been sent to manufacturer. Initial left ventricular assist device (lvad) placed (B)(6) post fontan revision with inflow in the right atrium (ra). Poor flow, unable to close chest/move patient on (B)(6) device exchanged to inflow in left ventricle (lv) apex. Remained with suboptimal flows, crrt initiated, bleeding with frequent blood products. Increased hemolysis markers on (B)(6) into (B)(6) with corresponding increase in flows and watts. No additional information available. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation; (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that pump (B)(4) met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of pump (B)(4) in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms starting (B)(6) 2017 through (B)(6) 2017. Failure analysis of the returned pump (B)(4) revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the high power for pump (B)(4) can be attributed to external factors such as thrombus formation/ingestion. Based on historical review of similar high power events, the most likely root cause of the high power for (B)(4) can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4) - pump. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: 28-feb-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: pump / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Neurological dysfunction and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient again had high watts on (B)(6), patient also have a novalung via centrimag pump inserted for pulmonary support on (B)(6) 2017. It was also stated that the patient had a "blown pupil" and was diagnosed with a cerebrovascular accident (cva). It was further stated that support was withdrawn on (B)(6) 2017. Official cause of death was said to be hemorrhagic cerebral vascular accident and eventual withdraw of support. No additional information available.

Manufacturer narrative:
Additional device: pump: (B)(4) catalog: 1103 exp. Date: 02/28/2019 UDI number: (B)(4).